Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter was not giving her blood glucose readings. The pt tests her blood glucose 4 times a day. She tests at before meals and bedtime. She takes sliding-scale humalog insulin 3 times a day based on her pre-meal blood glucose readings. She also takes a set dose of 25 units lantus insulin every night before bedtime. The pt indicated that the alleged meter issue started two days prior, at an unk time. The pt mentioned that the meter was just showing "words and lines" and would not give her a reading. She claimed that she was unable to test for 2 days because of the meter issue. As a result of the alleged issue, the pt reportedly skipped her dosages of humalog and lantus insulins. However, the pt continued to eat her meals as usual. On an unspecified date/time after the alleged issue began, the pt claimed that she developed symptoms of the "shakes" and the "sweats". The pt administered self-care by eating peanut butter, consuming a spoon of sugar, and drinking orange juice. The pt denied seeking/receiving medical attention from a health care provider during the time of concern. Her blood glucose was also not tested on another device. The alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. She also claimed that she was unable to test for 2 days because of the meter issue.